Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 5.00mm/2.0cm/135cm was selected for use. During the procedure, it was noted that the balloon ruptured. The device was removed using normal method without issue and the procedure was completed with a different device. No complications were reported and patient was good post procedure.